Event description:
It was reported by service report that the head of the bed will not go up and the foot end of the product will not lower. No patient involvement or adverse consequences are reported.